Manufacturer narrative:
An investigation of the active test strips determined they has been exposed to humidity by the user.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 47 mg/dl (active) and 89 mg/dl (performa). No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.